Event description:
It was reported that the user experienced frequent nighttime severe low blood glucose events while using the ilet system, with the cause unclear. Symptoms included hypoglycemia. Outcomes included temporary impairment and required attention without hospitalization. Investigation included case review and a request for additional information from the user. Investigation of this case revealed no confirmed device malfunction based on available information, and no component-specific failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.